Event description:
It was reported that this inflatable penile prosthesis (ipp) had a micro puncture. A revision surgery was performed, the pump was replaced, and the fluid in the reservoir was replenished. There were no patient complications reported.